Event description:
After pre-dilation and thrombus aspiration, the angioguard was placed distal to the lesion. A precise stent was deployed and post-dilated. Post-dilation angiography revealed no blood flow and the pt developed spasm. Therefore, thrombus in the filter was suctioned and the angioguard was removed. Blood flow recovered after suctioning and the spasm improved. The act was reported above 300 as suggested in the IFU. There was no reported pt injury. Per lake region report: cordis corp reported no product is expected to be returned for evaluation; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, co is unable to determine the exact cause for this incident. Co did review the device history records relative to the mfg, inspecting and packaging of lot ,which corresponds to cordis lot no. This packaging lot contained units, which were shipped from co on oct 10, 2007. The history records indicate this product was final inspection tested at co and was determined to be acceptable.

Manufacturer narrative:
The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guide wire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve add'l risks not described in the labeling. Factors that may have influenced the event include pt, procedural, pharmacological and lesion.